Event description:
It was reported that during the procedure, a non-abbott dilatation catheter was advanced over a balance middleweight elite guide wire. The yellow proximal maker lifted and peeled due to friction with the dilatation catheter during the first and second advancements of the catheter. A segment of the marker separated and moved with the dilatation catheter outside of the anatomy. The physician removed the separated segment from the guide wire. The abbott account manager present in the procedure instructed the physician how to completely remove the marker from the guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.